Event description:
The facility reported a colleague infusion pump with a failure code of 804.26. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure of 804.26 was confirmed by baxter personnel during product evaluation, however it was not able to be reproduced. The root cause was assigned to a pump head module communication failure. No repair was required as the condition was not duplicated and a reset manual tube release set, occurring after power off, was found in the pump's event history. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation by quality engineering, the root cause was assigned to a pump head module software communication failure. Should additional information be received, a follow-up medwatch will be submitted.